Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03403. Additional information received identified the patient's entire system (reference MFR. Report:1627487-2015-23526 for ipg issue) was explanted and replaced. The issues resolved with the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2015-03403.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03403. The patient has 2 scs anchors (same lot) and 2 scs leads (same lot). It was reported the patient was experiencing pain at his scs anchor and scs lead sites regardless of stimulation and a painful "pulling sensation" at the scs anchor site while using stimulation. Additionally, it was reported that prior to these issues the patient experienced a fall and was involved in a motor vehicle accident. It was also reported that ligament stimulation is suspected due to scs lead position. Surgical intervention will be taken at a later date to address the issues.